Event description:
Per the clinic, the patient experienced an infection which was treated with oral and topical antibiotics. There was an extrusion of the implant through the skin. The device was explanted on (B)(6) 2022. There are plans to re-implant the patient at a later date.

Manufacturer narrative:
This report is submitted on may 16, 2022.

Manufacturer narrative:
This report is submitted on august 25, 2022.